Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on november 6, 2019 during a trochanteric femoral nailing system advanced (tfna) augmentation surgery with the traumacem v+ injectable bone cement , a tiny little bit extruded out into the fovea on the femur after the surgeon put in 1 cc of the second cc. Therefore, a tiny little bit came out of the head. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: unknown traumacem v+ syringe kit (part# unknown, lot# unknown, quantity# unknown), unknown trauma needle kit (part# unknown, lot# unknown, quantity# 1), unknown tfna helical blade (part# unknown, lot# unknown, quantity# 1), unknown tfna nail (part# unknown, lot# unknown, quantity 1), unknown aiming arm (part# unknown, lot# unknown, quantity 1), unknown insertion handle (part# unknown, lot# unknown, quantity 1), unknown guide sleeve (part# unknown, lot# unknown, quantity 1). This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).